Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. Symptoms reported include pain, irritation, swelling and a blood glucose level between 280 mg/dl and 295 mg/dl. The patient visited an urgent care facility and was diagnosed with an abscess. The doctor did an incision and drained the site, as well as prescribe the following medications: bactrim (800mg), to be applied twice daily for 1 week and cephalexin (500mg), to be taken twice daily for 10 days.